Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent cartridge alarms (alarm 31) occurred during pumping with multiple cartridges. Customer's highest blood glucose level was 320 mg/dl. Reportedly, customer reverted to manual injections for insulin delivery.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.